Manufacturer narrative:
B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the review, the system started showing some instability on (B)(6) 2025, contributing to the differences observed. The used was asked to re-link the sensor and sensor re-link was completed which was also confirmed in dms on (B)(6) 2025 at 12:11 pm. As per dms, the user is currently using the system with up to date information.